Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported the infusion line got disconnected twice from the trocar during a vitrectomy and retinopexy procedure using silicon oil as internal tamponade. The event occurred during the low pressures injection of silicon oil, during the care of an inferior retinal detachment on the patient's left eye. No surgical or medical treatment was required to treat the event. Per the surgeon, the device caused or contributed to the event. There was no clinical consequence but it was a risk of ocular alteration. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility.

Event description:
A pharmacist reported that the infusion line got disconnected twice from the trocar during a vitrectomy and retinopexy procedure using silicon oil as internal tamponade. The event occurred during the low pressures injection of silicon oil, during the care of an inferior retinal detachment on the patient's left eye. No surgical or medical treatment was required to treat the event. Per the surgeon, the device caused or contributed to the event. There was no clinical consequence but it was a risk of ocular alteration. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility.

Manufacturer narrative:
Evaluation summary: the lot complaint history was reviewed. The device history record (DHR) shows the product was released per specifications. Complaints of a similar nature have been received where the customer improperly utilized the infusion cannula tubing for silicone oil injection. Based on the customer¿s report, the root cause is customer misuse of the device. The directions for use (dfu) states that the infusion cannula contained in the disposable pak is not recommended for use with for silicone oil injection. The dfu also states that the mismatch of consumable components and/or use of settings not specially adjusted for a particular combination of consumable components may create a patient hazard.